Event description:
The customer reported being hospitalized with diabetes ketoacidosis and high blood glucose over 300mg/dl. The customer was treated with an insulin drip. Troubleshooting was performed, and no damage to the drive support cap noted. The time and date were incorrect. Assisted the caller with correcting them. Further testing was declined as customer believes it is not necessary to continue testing. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.